Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced warning tones and was explanted after it was found that the device would not communicate with a programmer.